Event description:
It was reported that a leak occurred when a yume set for uv flash was connected to a 2l dianeal solution bag (baxter product). The exact location of the leak was not specified. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected sample was received for evaluation. A visual inspection was performed and no abnormalities were observed. Pressure tests were performed with no abnormalities observed. The device operated within product specifications. The reported condition could not be confirmed with the provided information. Should additional relevant information become available, a supplemental report will be submitted.